Manufacturer narrative:
Initial reporter email address: (B)(6). Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right-side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening observed on radius side assessed as fold flaw opening, broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: ¿ creases were observed. ¿ red particles observed inner the surface of the shell. No further actions are required as the device was implanted additional, changed, and/or corrected data: d1, d4, d9, g4, h3, h4, h6.

Event description:
Healthcare professional reported right-side rupture. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.